Event description:
It was reported that while using panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: customer problem: customer received an ID of providencia from product 449289. The customer also received an ID of proteus from the maldi. Customer reporting mis-ID of proteus for product 449289.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 27-sep-2023. H.6. Investigation summary: this complaint is for misidentification of proteus mirabilis as providencia when using phoenix panel nmic/ID-307 (449289) batch number 3059859. The customer did not return phoenix generated lab reports but provided two isolates and panel returns for the investigation. The isolates were verified as p. Mirabilis with bruker maldi biotyper. To investigate, three customer returned panels from complaint batch 3059859 was tested using customer returned isolate p. Mirabilis (#2 ma) on a phoenix m50 machine and evaluated for identification results. Next, two retention panels from complaint batch 3059859 was tested using customer returned isolate p. Mirabilis (#ma) on a phoenix m50 machine and evaluated for identification results. Last, two retention panels from complaint batch 3059859 was tested using in house qc isolate p. Mirabilis (a29906) on a phoenix m50 machine and evaluated for identification results. For a total of 7 panels tested. During the investigation, the three customer returned panels tested with customer returned isolate p. Mirabilis (#2 ma) and two retention panels tested with customer returned isolate p. Mirabilis (#ma) did not identify correctly as p. Mirabilis. The two retention panels tested with p. Mirabilis in house qc isolate (a29906) identified correctly as p. Mirabilis. Based on the investigation performed, this complaint is confirmed for misidentification. As part of the investigation, bd r&d performed a biochemical analysis/comparison between the bd testing lab reports and the customer lab reports as well as a review of customer provided binary files. Review of the files shows that some of the substrate reactions were more aligned with a providencia rettgeri identification as opposed to a proteus mirabilis. There were no applicable flags or special messages that would have caused an identification issue. Review of the binary files did show variability in substrate reactions from those expected. An overall review of gram-negative performance is on-going and will continue to be investigated. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: customer problem: customer received an ID of providencia from product 449289. The customer also received an ID of proteus from the maldi. Customer reporting mis-ID of proteus for product 449289.